Manufacturer narrative:
Discrepancies were found with a patient's results for multiple immunocap allegen(s)/ allergen component(s). The sample was initially tested ((B)(6) 2025) on phadia 1000 instrument, serial number: (B)(6), yielding the following results: immunocap allergen f13, peanut: <0.10/ class 0. Immunocap allergen component rara h2 peanut f423: 0.09/ class 0. Immunocap allergen f23, crab: <0.10/ class 0. Immunocap allergen f202 cashew nut: <0.10/ class 0. Immunocap allergen f207, clam: <0.10/ class 0. Immunocap allergen f290, oyster: <0.10/ class 0. Immunocap allergen f338, scallop: <0.10/ class 0. The sample was repeated (10/01/2025) on alternate phadia 1000 instrument, serial no: (B)(6), the same immunocap allegen(s)/ allergen component(s) yielded the following results: immunocap allergen f13, peanut: >100/ class 6. Immunocap allergen component rara h2 peanut f423: >100/ class 6. Immunocap allergen f23, crab: 33.2/ class 4. Immunocap allergen f202, cashew nut: 21.1/ class 4. Immunocap allergen f207, clam: 13.6/ class 3. Immunocap allergen f290, oyster: 7.60/ class 3. Immunocap allergen f338, scallop: 20.9/ class 4. The repeat test results aligned more with the patient's history. Investigation is ongoing to determine possible root-cause. There is insufficient information if any adverse event has occured.

Event description:
Discrepancies were found with a patient's results for multiple immunocap allergen(s) / allergen component(s). The patient sample was tested on phadia 1000 instrument (serial number: (B)(6)) with immunocap allergen(s) / allergen component(s) yielding negative results. The sample was tested again on alternate phadia 1000 instrument (serial no: (B)(6)) with the same immunocap allergen(s) / allergen component(s) and yielded the positive results. The repeat test results aligned more with the patient's history.